Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not completely boot up and gave an error message of "generator busy¿. The customer rebooted the system twice, but issue persisted. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the control module was defective. The defective control module was returned for analysis, and it confirmed that the force float table knob was missing, right wedge joystick was not in correct position and strain relief was loose. To resolve the reported issue, the fse replaced the control module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not completely boot up and gave an error message of "generator busy¿. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.